Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed an unexplained reboot on (B)(6) 2014 at 17:30. The pump was primed and deliveries resumed 8 minutes later. Visual inspection did not find any damage to the battery cap or battery compartment. The battery cap was able to tighten properly to the pump with no yellow o-ring showing. The pump successfully performed a rewind, load, and prime sequence, and was tested on a 24 hour duration test with no power issues occurring. The pump successfully passed a delivery accuracy test and was found to be delivering within required specifications. The pump cover was removed and no internal defects were found. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on (B)(6) 2014, the patient experienced blood glucose (bg) over 500mg/dl with extreme thirst associated with an alleged power issue. Reportedly, the pump was powering off intermittently. The reporter noted that the battery compartment threads were stripped and the yellow o-ring on the battery cap was visible at the time of the power interruption. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged power issue.